Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed one controller fault alarms logged on (B)(6) 2016. This alarm was of type sys_uic_aps_fail, indicating a malfunction of the automatic power switch (aps) circuit. The most likely root cause of the reported event may be attributed to a leaky diode on the aps circuit. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no affect on the function of the pump. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient complained that their controller was emitting fault alarms. The patient elected to change the controller prior to arriving at the hospital. The patient tolerated the exchange well and vad waveforms were normal upon exam. The log files revealed that the fault alarm recorded in the control was "sys_uic_aps_fail" which is an alarm generated by the controller's automatic power switch circuit. There were no serious patient consequences associated with this event.